Manufacturer narrative:
(B)(4).

Event description:
One lesion was treated in the mid lad. One endeavor sprint rx drug-eluting stent was implanted (2.75 x 14mm) in the mid lad. Patient was asymptomatic at 30 day follow up. Approximately 5 months post index procedure, patient required a ptca revascularization of the proximal lad. One endeavor sprint rx drug-eluting stent (3.00 x 18mm) was implanted. Investigator has indicated that event was not related to the study stent. Patient was asymptomatic at 6 month follow up. Approximately 10 months post index procedure, unstable angina was reported. Investigator described angina pectoris during sporting activities. On same day as the reported unstable angina, a balloon revascularization of the proximal lad was performed due to positive history or recurrent angina pectoris presumably related to the target vessel and objective signs of ischemia at rest or during exercise test presumably related to target vessel. It was reported that the patient suffered a gastrointestinal (gi) bleed caused by instrumentation during a biopsy approximately 18 months post procedure. Investigator indicated that event was not related to the study stent. It was reported that at 1.5 year and 2 year follow-up's patient was asymptomatic / free of symptoms.